Manufacturer narrative:
The complaint investigation for falsely elevated calcium results on the alinity c processing module, serial number (B)(6), included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Customer service recommended the alnty c-series sample probe, list number 04s51-01, be replaced, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer reported falsely elevated alinity c calcium2 results on two patients, that were not reported to medical provider. The following data was provided. (B)(6) 2026, sid (B)(6), 86 years old female, initial result = 3.79 mmol/l, repeat results 2.82,2.75,2.58 mmol/l. (B)(6) 2026, sid (B)(6), 82 years old female, initial result = >6.0 mmol/l, repeat results=4.27,3.60,2.97 mmol/l. Reference range = 2.20 to 2.55 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity c calcium2 results on two patients, that were not reported to medical provider. The following data was provided. (B)(6) 2026, sid (B)(6), 86 years old female, initial result = 3.79 mmol/l, repeat results 2.82,2.75,2.58 mmol/l. (B)(6) 2026, sid (B)(6), 82 years old female, initial result = >6.0 mmol/l, repeat results=4.27,3.60,2.97 mmol/l. Reference range = 2.20 to 2.55 mmol/l. No impact to patient management was reported.